Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has system error faulty leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
( Type of investigation, investigation findings component codes, investigation conclusion) corrected fields: d5, e2, e3, g2 additional information: contact number: (B)(6) a getinge field service engineer (fse) evaluated the unit for error message, found leak 300 psi check valve. To fix the issue, the fse replaced o ring, valve was replaced as a precaution and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a